Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch. The pump was received with broken reservoir tube lip and battery tube threads. The pump was received with cracked case at reservoir tube window corners and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of damage and blank display from the insulin pump. The customer's blood glucose reading was 178 mg/dl. The mother stated that they changed the battery and the screen went blank. The mother stated that there is a crack near the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.